Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred. Mapping was performed using the ensite. During mapping, the systolic blood pressure temporarily dropped into the 40s. An intracardiac echo confirmed a small amount of pericardial fluid, but drainage was not required. Sedation was released, and a follow-up observation was performed. After that, the systolic blood pressure increased to the normal range, but the procedure was discontinued, and follow-up observation was performed. The catheter was inserted deep into the left atrial appendage during mapping, and there was a possibility that the cardiac perforation happened at that time. The physician alleges that the mapping catheter caused the cardiac perforation. There have been no significant changes in the patient's condition since the day of the event and the patient is still hospitalized. There were no performance issues with any abbott devices in this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.